Event description:
It was reported that an infection occurred. It was further reported the patient had bacteremia and sepsis. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the distal conductor (not obstructed) and there was cosmetic depression of the outer insulation. (B)(4). The distal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism and tissue on the helix.